Event description:
Initial phenobarbital result 22.0 ug/ml. Same sample repeated the next day gave result of 27.7 ug/ml. The initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.